Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 375cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via mammogram, with left breast implant rupture. In addition, the patient was also diagnosed with left breast capsular contracture (baker grade ii), unacceptable cosmetic appearance of bilateral breasts, right breast parenchyma, bilateral grade 1 ptosis and bilateral bottoming out of breasts. As a result, the patient underwent bilateral capsulectomies, bilateral mastopexies, and bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant have been reported under mrn: 1645337-2022-04567.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 21, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.